Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient underwent a procedure on (B)(6) 2016, where they ingested the capsule. On (B)(6) 2016, the data recorder was retrieved from the patient and the video was created. The doctor confirmed from the extracted video that the device was still in the small bowel after 14 hours. On (B)(6) 2016, the doctor stated that the device was still in the patient, confirming through an x-ray. The patient is currently on a laxative.